Manufacturer narrative:
Atp console (product ID: bi31000127) was returned to medtronic hardware analysis team. During analysis, it was reported that the returned atp console was installed in a known good system. The system initialized. Motion, generator, communication and charging readied. Run fluoro gain and run rad gain calibrations passed. 2d and 3d images were successful. It was concluded that no failure could be found with the returned part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi31000127, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing determined that the system would intermittently boot up with the generator beeping. The atp board was replaced and the system was ready for use. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: (B)(4). The atp board was returned for analysis, but analysis was not completed at the time of filing. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that upon boot up the system began beeping loudly and would not completely boot up properly. It was noted that the site rebooted twice which resolved the issue. There was no patient involvement.